Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during an open radical prostatectomy procedure. The stapling device was being applied around the prostate. The stapler did not fire due to a locked handle. The surgeon was able to press the green button but was not able to squeeze the handle. In order to resolve the issue and complete the case, opened another stapler handle and reload. There was no patient injury.